Event description:
It was reported that a patient activated a freestyle libre 3 plus sensor in the libre app and then encountered a message indicating the sensor was in use by another device; troubleshooting and education were completed, and the case was transferred to the sensor manufacturer. Symptoms included no alerts or alarms and no clinical symptoms were reported. Outcomes included no clinical impact and no need for medical intervention. Investigation included customer support review and troubleshooting focused on device connectivity and pairing behavior. Investigation of this case revealed that the sensor pairing conflict was consistent with a use-related or software pairing issue with the continuous glucose monitoring sensor, not the ilet pump, and no malfunction of the ilet system was identified. It was concluded, based on previously established findings for similar reports, that user-device pairing conflict was the probable cause.